Manufacturer narrative:
There have been no previous reports with this, or a similar device where this malfunction caused or contributed to a serious injury or required medical/surgical intervention to preclude such, but FDA is requiring reporting since 21st may 2019. As such, this event is reportable per 21cfr part 803. Contra angle 21468 does not hold the file (collet defective), repaired on good will. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver would not hold files; no injury resulted.